Event description:
Hot packs were being prepared to be used on patients. The following 3 incidents in the past month have occurred and the staff brought them to risk management after seeing a possible trend. Unfortunately, only one used packet was saved for any related numbers. No patient harms. Nursing sustained a skin burn. Popped a hot pack tonight to give a patient and it was hot. You could feel the "rocks" in it and I couldn't even hold it, it was so hot. We need to be cautious of them. Rn activated hot pack. The four corners became extremely hot, "unable to touch/handle without getting burned". No staff or patient injury. Hot pack was made ready by this nurse; prior to distributing the pack to a patient, it was noted that the 4 corners of the pack were excessively hot; left a red mark on nurse's hand that resolved with running cold water over the burn. Hot pack was given to manager.